Event description:
Olympus was informed that during an unspecified therapeutic procedure with polyp removal, the users reportedly noted a spark at the distal end of the endoscope. Following the event a superficial mucosal burn was said to have been observed on the pt's colon. No medical or surgical intervention was required, however the colonovideoscope was removed from the pt, and the procedure was not completed. The pt was rescheduled for an unk date, and was released from the facility on the same day.

Manufacturer narrative:
Olympus followed up with the user facility, and was informed that no electrosurgical unit was utilized during the event. Olympus was also informed that a similar occurrence happened in the same room on the same date with the same user, but using a different colonovideoscope, video tower and the same ECG monitor. The colonovideoscope was returned to the olympus for eval. The eval found that the distal end cover was cracked and scratched, light guide lenses were chipped, and the bending section glue was peeling and the bending section cover was discolored. The unit failed electrical safety testing. The device was also noted to have reduced angulation. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution. Cross reference: MFR #8010047-2010-00253, 8010047-2010-00254, and 8010047-2010-00256 for related reports.